Event description:
The right cylinder was removed from the pt and replaced due to right prosthesis gradually lost its function, due to fluid loss-chamber leakage, notch broken. Date of surgery was not indicated. Co has requested add'l info.